Event description:
Baxter (B)(4) received a report that a dialyzer leaked during the prefilling stage from the 1st to the 2nd reuse of the product. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). Information obtained from the international affiliate indicates that the leak occurred at the dialyzer fibers. Therefore, this event has been determined to be non-reportable.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation.

Manufacturer narrative:
(B)(4). There were no samples or pictures available to evaluate the issue. Therefore, a root cause cannot be determined. A review of the manufacturing, process inspection and release inspection records was performed for the lot involved (09i30a) and no defects were noted. In addition, testing of the retained samples showed no abnormalities. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.